Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented in clinic, and during interrogation, noise was observed on the v sense amp. It was noted that some noise was as large as a ventricular sensed (vs) event. No attempt was made to reproduce the noise. Lead revision was discussed but has not been performed.

Event description:
Related manufacturer reference number: 2938836-2019-02853. New information received notes oversensing of noise was observed on the right ventricular lead and right atrial lead via follow-up remote. Both leads were capped and replaced on (B)(6) 2019. The patient was stable post-procedure.